Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. Patient felt pain around the device site since implant. Further testing was recommended. No further information available.